Event description:
The customer stated that the breeze meter read high compared to an accuchek meter. The breeze read 235,205, and 197 mg/dl compared to 93, 97, and 104 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.